Event description:
The user received a questionable troponin I result for one sample from a digital proficiency survey. The result generated from the elecsys 2010 was 38.46 ng/ml. The tech repeated testing as the result was outside of the technical limits of the assay. No repeat result could be provided. The upper limit of the acceptable range was 31.96 ng/ml. The user stated she had no concerns about patient sample results. The troponin I regent lot number was 15738001. The user declined a service visit as she does not believe there was an issue.

Manufacturer narrative:
A specific root cause could not be identified. No sample was provided for investigation. During the investigation, dilution experiements were performed and non- lineary recovery was confirmed. This was caused by the fact that the sample was an artificial media prepared by spiking with troponin I, therefore a linear dilution behavior is not expected. No patients were involved in this case.